Event description:
As reported, the phasix st w/ ops mesh was quickly dipped in saline prior to use. Reportedly, during the laparoscopic hernia repair converted to a planned open procedure on (B)(6) 2025, the surgeon implanted the phasix st w/ ops mesh and fixated it around the perimeter of the mesh. Once fixation was complete, he laparoscopically went to observe the mesh and noticed some of the mesh was bowing so he decided to add a few more fasteners. The surgeon fixated a few and then the physician assistant (pa) fixated a few but when the pa was adding the extra fixation, it was noticed that the sepra barrier was ¿delaminated from the phasix st mesh, about 2 inches of it was hanging freely.¿ the surgeon and pa decided to use a couple more fasteners to reattach the sepra barrier to the mesh and to cover the areas that did not have the sepra barrier with the patient¿s omentum. The surgeon decided to leave the mesh in place as it was well fixated and felt it would have been more problematic if he had removed it and replaced the mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, after fixating the phasix st mesh (w/ops), it was noted that the mesh was bowing as such additional fixation was added. After adding the extra fixation, it was noted that the sepra barrier was separating from the mesh. There was no reported patient injury. The mesh remains implanted as such is unavailable for review. Based on the information provided, and not having a sample to evaluate, no conclusions can be made. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.